Manufacturer narrative:
The ivtm coolgard 3000 system was evaluated/serviced at the customer's site on 03/02/2016. The evaluation is as follows: in addition to evaluating the device for the reported complaint a preventative maintenance was performed. Visual inspection found the prime switch cover missing, which was replaced. During the review of the event log, multiple tcm ID 06 (cooling engine post failure) errors were observed over a 4 day period, thus confirming the reported event. However, the device passed functional testing and the reported complaint could not be duplicated. In summary, the reported complaint was confirmed during review of the event log. The preventative maintenance was completed and the system passed final test.

Event description:
It was reported that the ivtm coolgard 3000 system displayed a tcm ID 06 (cooling engine post failure) error message. It is unknown if this event occurred during a device check or patient use. No additional information is available.